Event description:
It was reported that a male pt was having an intra-aortic balloon (iab) inserted in the cath lab. The md punctured the left femoral artery and inserted a super arrow-flex (saf) sheath with a dilator. The one-way valve was attached and the balloon vacuumed twice inside the tray and wrapped tightly. The catheter was removed from the tray horizontally per the instructions for use. The started to advance the catheter through the sheath when the balloon loosened and would not pass. This md is skillful at this iab system. The iab catheter and sheath were removed together. There was a 5 minute delay in therapy while a new saf sheath and balloon kit was opened and inserted. It was inserted via the same insertion site successfully. There was no pt death, injuries or complications. The pt had no excessive bleeding during the procedure and was listed in "fine" condition.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.